Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had not reported the symptoms and treatment. Customer¿s blood glucose level was advised as 400 mg/dl. Customer was explained about the 2 high blood glucose rule and the causes of high blood glucose level. Customer stated that bent cannula that did not insert to her body. Customer performed troubleshoot for bent cannula. Customer reports the infusion set cannula is bent at abdomen location. The product was not returned for analysis.